Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis but the reported resistance with the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery with 99% stenosis. A 2.50x12 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated once to 16 atmospheres. When an attempt was made to remove the fully deflated 2.50x12 mm nc trek bdc from the patient anatomy for routine confirmation of the lesion condition, strong resistance with a non-abbott guide wire was felt. Extra force was applied and the nc trek bdc was successfully removed from the patient anatomy, by itself, under negative pressure. The lesion was successfully dilated with a new nc trek and an unknown stent was placed at the lesion without issue, resulting in 0% stenosis. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.